Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecific medical reason. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 13, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on june 15, 2022.